Event description:
A pt had a smart control stent implanted into his right subclavian vein. Approximately 6 months later, angiography revealed stent fractures. The pt was in stable condition. Additional info will be submitted within 30 days of receipt.